Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump failed the displacement test. The customer¿s blood glucose level was 173 mg/dl at the time of the incident. The customer was getting the battery alarm on the insulin pump. The customer changed the battery and it would not rewind completely. The customer reported that later the insulin pump could rewind completely but they did not hear the insulin pump sound for the rewind. The customer reported that it was moving on the insulin pump but it does not look completely rewind even if it says complete. The customer stated that even the status icon versus the amount of the insulin on the reservoir did not match. The customer reported that they were able to clear the alarms and were able to rewind the insulin pump. The customer was advised to revert to backup per the healthcare professional¿s instructions. The device will be returned for analysis.

Manufacturer narrative:
Device was received with a pump error 38 alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38 alarms. Moisture damage was also found on the electronic assembly and force sensor during visual inspection.